Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: a result of either "26 mg/dl, 25 mg/dl, or 36 mg/dl" and a result in the "120 mg/dl to 138 mg/dl" range. No adverse event reported. Return of the suspect device was requested for evaluation.